Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain due to cylinder aneurysm. The entire device was removed and replaced. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain due to cylinder aneurysm. The entire device was removed and replaced. There were no additional patient complications.